Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time was confirmed via review of the device memory image. The capacitors were returned to the manufacturer for analysis and an internal anomaly was found in one of the capacitors, which caused the field event of extended charge time. Device function was normal when a functioning set of capacitors were used.

Event description:
It was reported that the device was not implanted due to charge time limit being reached.